Manufacturer narrative:
The two blades in question are to date the only complaints in the system. We will monitor this lot and catalog number for any future complaints. Unable to make any assumption as to what might have occured. No corrective action or further investigation is warranted at this time. (B)(4)

Event description:
It was reported that during a knee procedure, the blade broke in bone while doing a tibia procedure. No further information is available at this time.